Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26727. It was reported that the patient presented to the emergency room with symptoms of dizziness and dyspnea. Cardiac perforation was noted on the right ventricular (rv) lead or right atrial (ra). It was unknown which lead had perforated. The physician elected to reposition both the rv and ra leads. The patient is recovering after the procedure.